Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Outcomes attributed to adverse event, date of event, implant date: dates estimated. In the absence of a reported part number, the UDI number cannot be calculated. Article : streptococcus oralis mitraclip endocarditis following a dental procedure: a case report.

Event description:
This is filed to report after the mitraclip procedure, the patient he patient experienced infective endocarditis, septic shock, recurrent mitral regurgitation, pulmonary edema followed by death. It was reported through a research article reporting, an (B)(6) year-old male with severe mitral regurgitation (mr) with torn chordae and posterior leaflet prolapse of the p2 segment treated with two mitraclips. Following the procedure, the patient had improvement in cardiac symptoms and was in relatively good health. The post procedure echocardiogram showed only mild residual mr, preprocedural dental consult showed no active dental infections. The patient had dental work three months after the mitraclip procedure without antibiotic prophylaxis. One and halve month later the patient presented with fever and hypotension. On physical examination, there was a holosystolic murmur at the apex radiating to the axilla, bilateral pitting edema in the lower extremities, and elevated jugular venous pulsation. A transthoracic echocardiogram showed severe mr with infective endocarditis (ie) and septic shock. Initial empiric antibiotics were switched to ceftriaxone 2 gr daily and subsequent blood cultures remained negative. However, the patient developed pulmonary edema and worsening hemodynamic instability requiring vasopressors. As surgical risk for re-operation was considered prohibitive, the decision was made to continue medical management and comfort-directed care. The patient died a week later. Details are listed in the article, streptococcus oralis mitraclip endocarditis following a dental procedure: a case report. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. The investigation determined the reported unrelated death appears to be due to patient conditions. A cause for the report recurrent mitral regurgitation (mr) cannot be determined. Endocarditis, pulmonary edema, shock, fever and hypotension appears to be cascading effects of the recurrent mr. Endocarditis, mitral regurgitation (mr), pulmonary edema, shock, fever and hypotension are listed instructions for use as known possible complications associated with mitraclip procedures. The reported hospitalization and required medication were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B2. Death removed. H1. Death changed to serious injury. H6. Impact code 1802 removed.

Event description:
Subsequent to the initial report filing, additional information received reporting that there was nothing wrong with the procedure or the mitraclip, the device did its job well, as mitral regurgitation (mr) was contained in this patient and the patient was feeling better until the infective endocarditis (ie) occurred. In the physician's opinion, there was nothing pre, during or post procedure that occurred that would have contributed to the death, and mitraclip did not cause or contribute to the death. It is believed that the cause of death was multi-organ failure. No additional information was provided.